Event description:
It was reported that the right atrial lead exhibited loss of capture and sensing. The lead was capped and replaced. The procedure was completed without adverse consequences to the patient.